Event description:
Yankauer suction component has sharp edges at the tip. In one case, it scrapped the back of a pt's throat which required one stitch. No residual affects are anticipated.

Manufacturer narrative:
The sample was returned to the facility but has not been yet evaluated due to misplacement. If and when one becomes available, the complaint will be reopened. The device history record for the lot reported was evaluated for any issues related to this report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed.